Event description:
It was reported, the front-actuated grip exhibited the isolation of the branch had come loose. Event occurred during a therapeutic total laparoscopic hysterectomy (tlh) procedure. The procedure was completed with an olympus back-up device. There was no report of harm, injury or death.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the front-actuated grip exhibited the tissue pad had peeled off. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.